Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, image did not appear on the device and the receiving contact part of the video connector had corrosion. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera video system center had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the image failure and corrosion could not be determined. Olympus will continue to monitor field performance for this device.